Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being conservatively filed due to mitral stenosis diagnosed 1 year post device implantation and continuing. Mitral stenosis is considered a serious injury. It was reported on (B)(6) 2011, two mitraclips were implanted in a patient with functional and degenerative mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+ with satisfactory results. On (B)(6) 2012, mild mitral stenosis was diagnosed, assessed by the physician as probably related to the device. Per physician, the stenosis was not serious, required no treatment and is continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effect was related to procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: transthoracic echocardiogram, performed on (B)(6) 2012, showed the mitral regurgitation remained mild. Both implanted mitraclips remained well-seated on the leaflets.